Event description:
Caller reported blood glucose results of 150 mg/dl on a pharmaist's aviva and 560 mg/dl on the customer's mobile within 10 minutes. No information was provided about the pharmacist's aviva system. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.